Event description:
Boston scientific received information that tachycardia therapy was programmed off in this implantable cardioverter defibrillator (ICD) for an unknown reason. Attempts to obtain additional information were unsuccessful. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.